Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. 510k number provided is based on most recent product version. Software version is unknown and unable to acquire through follow-up activities.

Event description:
It was reported from the corridor the nurse noted the pediatric patient was no longer breathing and there was no audible alarm generated by the bedside monitor or the central station. The patient was suctioned to remove a mucus plug obstructing the airway and ventilation resumed without defibrillation. The patient status was listed as 'alive and safe'. The customer feedback form indicates there was no actual harm to the patient; however, additional information is required. The customer further alleged that the patient information center ix turned off by itself with no repeating screen and no alarm.

Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. The logs obtained and it was sent to philips product support engineer (pse) for review. But, the logs could not analyzed due to insufficient information. The reported problem was not confirmed. No further information was provided. A supplemental report will be submitted if new information is obtained.